Manufacturer narrative:
(B)(4). Physio-control evaluated the quik-combo defibrillation electrodes and verified the reported failure. It was observed that a pin within the connector was bent, which did not allow the connection to the device. The customer was provided with a new set of quik-combo defibrillation electrodes.

Event description:
It was reported that a set of quik-combo defibrillation electrodes failed to connect to the device as one of the pins in the connector was bent. The customer opened another package of quik-combo defibrillation electrodes and continued treatment of the patient. It was reported that the failure did not have any adverse effects on the patient.